Event description:
The customer reported that the drive support cap was sticking out and every time she pressed a button insulin squirted out. The blood glucose reading was 362mg/dl. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk, cracked display window corner, cracked battery tube threads, cracked reservoir tube, lip, and window.